Event description:
On (B)(4) 2013, it was reported by the surgeon that patient was seen on (B)(6) 2013 and claimed that since the generator replacement surgery on (B)(6) 2013, when she lies flat she feels her generator move and this bothers her. Revision/ repositioning surgery was performed on (B)(6) 2013. Follow up with the physician found that the outcome of the surgery was successful, as the device placement is now asymptomatic. Per the physician, patient manipulation occurred, which is believed to have caused or contributed to the event. A non-absorbable suture was not used to secure the generator to the fascia during implantation. No other information was provided.